Event description:
This patient experienced a cardiac arrest and expired eight days after having two cypher stents implanted; one in the proximal left anterior descending (lad) and one in the proximal right coronary artery (rca). This patient was admitted to the hospital with a chief complaint of acute nonst elevation mi. The patient was currently taking aspirin, beta-blockers and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a 95%, de novo, ostial lesion in the proximal lad and an 80%, de novo, lesion in the proximal rca. A bolus of heparin was administered via IV. A loading dose of 600gmg plavix was given by mouth. Of note, no gp iibiiia's were administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The lad and rca lesion was predilated (balloon and inflation pressures unknown). A 3.0 x 13mm cypher stent was deployed to the lad and a 3.0 x 23mm cypher stent was deployed to the rca with satisfactory results. The stent was not post-dilated (deployment pressures are unknown). Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on the same pre-procedure medications with the addition of plavix. The patient was hospitalized for a total of 5 days. Three days after discharge, the patient experienced a cardiac arrest and expired. The details of this event are unknown at this time. Additional information has been requested.